Manufacturer narrative:
It was reported that the power indication light on the battery would not turn off. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysisof the device revealed that the device passed visual inspection. Functional testing revealed an inability of the battery to charge. Supplemental testing was performed, and the results showed that there was a communication error between the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. This communication error caused the battery to trigger a safety flag and become inoperable. A reset of both integrated circuits was able to remove the flags and resulted in the battery regaining functionality. As a result, the reported event was confirmed. The most likely root cause may be attributed to a communication error between the gas gauge integrated circuit (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the power indication light on the battery would not turn off. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.